Event description:
Customer reported her insulin pump keeps alarming no delivery. Customer's blood glucose is 150 mg/dl. She stated she tried filling a new reservoir and priming, but her insulin pump alarms no delivery. The connection was verified. Insulin did not exit when manually pushed. Customer tried a new infusion set with the same reservoir and insulin still did not exit. Customer tried a new reservoir and this resolved the issue. The insulin pump did not alarm no delivery. Customer is sending the reservoir back for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.